Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a clip jammed in the instrument channel during pre-use inspection of an olympus small intestinal videoscope. No patient injuries were reported.